Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported inserted on (B)(6), confirmed swelling at the puncture site on (B)(6), removed on (B)(6). Cracks of cate. Leak was internal to the patient. No patient injury and this did not cause a delay in treatment.